Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The reported product was returned and investigated. The returned meter powered on with button press and strip insertion. Did not observe meter turn off after strips were inserted. No new issues were observed. The complaint is not confirmed. (B)(4).

Event description:
A customer's daughter reported their adc meter powers on then off when a strip is inserted and as a result of being unable to test, the customer "blanked out." The customer was reportedly transported to a hospital by paramedics where she was treated with dextrose via intravenous infusion. There was no report of death or permanent impairment associated with this medical event.